Event description:
Missing parts were packaged, contacted customer service and was told the part is not under warranty because it's replaceable and this indicates that there are a lack of quality manufacturing procedures being followed if they cannot package the components correctly. I am concerned other good manufacturing practices are being followed.